Manufacturer narrative:
Citation: mcelhinney db et al. Mid-term valve-related outcomes after transcatheter tricuspid valve-in-valve or valve-in-ring replacement. J am coll cardiol. 2019 jan 22;73(2):148-157. Doi: 10.1016/j.jacc.2018.10.051. Epub 2019 jan 14. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the mid-term outcomes in patients who underwent transcatheter tricuspid valve replacement (ttvr) after surgical tricuspid valve repair or replacement. All data were collected from 80 centers between 2008 and 2017. The study population included 306 patients (median age 40 years), 138 were implanted with medtronic melody transcatheter valves (no serial numbers provided). Among all patients, 36 deaths occurred during the follow-up period (median of 15.9 months). It was reported that the deaths were at attributed to procedural complications (2 cases), cardiovascular causes unrelated to the procedure (20 cases), and non-cardiovascular causes (14 cases). Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: reintervention due to stenosis, regurgitation, or a combination of both; malposition or embolization of the initial valve requiring implant of a second transcatheter valve or conversion to emergent surgery; paravalvular leak requiring surgical tricuspid valve replacement or device closure of the leak; valve/leaflet thrombosis requiring surgical tricuspid valve replacement or balloon valvuloplasty; endocarditis requiring surgical tricuspid valve replacement or balloon valvuloplasty. All 8 cases of endocarditis were diagnosed 2 to 29 months post-ttvr; however, it was noted that candida albicans (fungus) was the causative organism in 1 melody case. Additional reinterventions reported: valve redilation and valve removal due to heart transplant. Other adverse events included: mild-moderate-severe tricuspid regurgitation, significant tricuspid stenosis, thrombus (immobility or thickening of the leaflets), right ventricular assist device support, and increased mean gradients. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.